Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, review of instrument logs, a review of labeling and instrument service. No adverse trend was identified for the customer's issue. Labeling was reviewed and found to be adequate. During installation of the architect i1sr02800, the field service documented they found evidence of charring/burning of the bd, liquid level sense and pm (part number 7-900145-01); therefore, the bd, liquid level sense and pm failed upon first use. The architect i1000sr service and support manual (201971-116) contained adequate information for the troubleshooting, removal, and replacement of the bd, liquid level sense and pm, which resolved the issue. Based on all available information and abbott diagnostics' complaint investigation no product deficiency was identified.

Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete.

Event description:
The customer observed evidence of fire on the architect i1000sr analyzer. The bd, liquid level sense and pm part (pn 7-900145-01) was observed burnt on first use. There were no injuries reported.